Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump parameters were not registering on the system controller screen. The pump numbers were registering when hooked up to the power module and heartmate touch, but they were not registering on the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump information is not displayed on the controller¿s screen was not able to be determined. Log files provided from the customer were reviewed. The event log file contained data recorded (B)(6) 2023. The recorded data revealed that the system maintained the set speed with no interruptions and there were no atypical alarms recorded. The periodic log file contained events recorded from (B)(6) 2023 where normal operation was recorded. A specific root caused for the reported event was not able to be determined. The system controller, serial number (B)(6), was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. If the system controller is later returned, the file will be reopened, and the device will be evaluated. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.